Event description:
It was reported that stent damage occurred. A 28x3.00mm omega¿ stent was advanced to treat the lesion. During dilatation, the length of the stent became shorter than the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).